Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 6: catalog#00598004702, lot#j7521674; right size f cemented option femoral component: catalog#00599401692, lot#65657682; distal femoral augment block size f 5 mm augment: catalog#00599003610, lot#63940929; distal femoral augment block size f 5 mm: catalog#00599003610, lot#65486528; 17mm diameter 100mm length straight stem extension: catalog#00598801017, lot#64222993; palacos r+g 1x40: catalog#ni, lot#ni, qty#2. G2: foreign: france the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right total knee arthroplasty, the articular surface was difficult to fit. While attempting to fit the bearing, the femoral components loosened and were then changed out for a smaller size. The original articular surface was fit successfully with the smaller femoral components. There was no patient impact and no adverse events have been reported as a result of the malfunction.